Event description:
It was reported that the patient's left knee was revised due to instability. A 5x9 ps insert was revised to a 5x11 ps insert. Rep confirmed that intra-operatively, no implants appeared to be worn, loose, or damaged. Rep also confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.